Event description:
Additional information was received. In regards to the outcome of the case, it is reported the patient is doing well.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The design vendor stated the existing metal fossa (non zimmer biomet device) on the patient did cause some metal scatter and the new fossa implant was designed around these inconsistencies in the maxilla bone. Also, when the existing metal fossa implant was removed during surgery it may have potentially altered the bone that is unpredictable in the planning process leading to an improper fit

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the digital files. The design vendor review of all digital files verify components were designed to 470-500 tmj component design requirements. DHR was reviewed and no discrepancies were found. The design vendor determined that the most likely underlying cause of this complaint is due to the boney anatomy being modified during the explantation of the devices in place and the floating artifacts in the surrounding area. The complaint is confirmed and the most likely underlying cause of this complaint is patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). This product is not cleared or distributed in the u.s. However, this report is being submitted as biomet microfixation manufactures a similar device that is cleared or distributed in the united states under PMA number p020016. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the implant did not fit properly when being inserted. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.